Event description:
A pt svc rep (psr) contacted zoll customer support before fitting a (B)(6) female pt for an unrelated issue. During servicing of the pt's charger/modem a reportable problem was found. The charger/modem would not power on. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon eval, the charger/modem would not power on. The cause of the inability to power on was a flash memory failure (components u103 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent bga connection which was discovered during programming of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain (p010030/s041) was approved by FDA on 04/16/2013. Implementation began on 05/09/2013. Results will be monitored. No adverse event resulted from the defective charger / modem. The last pt to use this charger/modem did not report any deficiencies.